Event description:
The micro long medium straight attachment was sent in for eval due to overheating during use. No further info was provided.

Manufacturer narrative:
The device lot number was not provided; without the lot number the device MFR date cannot be determined. H6: the device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is completed.